Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "pain and clicking in anterior knee". An a35 patella and 5/9 cr insert were revised to an a38 x3 patella and 5/11 cr insert.